Event description:
It was reported to philips that the system's wireless footswitch was defective. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. It was identified that the wireless footswitch (wfs) was defective. A quotation was sent to the customer for repair; however the quotation has expired, and no service has been provided by philips. The customer confirmed that they did not want a new wfs and continued using the wired foot switch. To date, no further information has been received. The zenition 70 has been designed to have a built-in redundancy in the form of a hand switch. If the wireless footswitch fails to activate x-rays, then the user can switch to the wired or the hand switch seamlessly to continue and complete the procedure. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the system's instructions for use (IFU), before using the system, it should be checked that the wireless foot switch functions with the system and alternatively, a wired foot switch and hand switch is also available for use. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.